Event description:
Customer reported unexpected negative results on both of their echos for a patient sample. The sample was tested in tube with peg using lot 04232 of panoscreen. The sample was 3+ positive at ahg with cell I (homozygous for fya). The sample was also tested in gel and gave 2+ reactions with fya positive cells.

Manufacturer narrative:
The customer returned capture-r ready screen (crrs)(3), lot r037 and capture-r ready ID (crrid), lot id111, but they were expired upon receipt. Therefore, no testing was performed. Presence of the fya antigen was confirmed for crrs(3), lot r037 and crrid, lot ID 111, by DHR review.